Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be definitively identified. Based on the results of the investigation, it is likely that water damage when plugged in contributed to the intermittent image. The most probable cause of the malfunction identified during device evaluation is component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image was intermittent. The issue was identified during an esophagogastroduodenoscopy procedure that was completed with the same device. There were no reports of patient harm.